Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 16x3.50mm, concentric target lesion was located in the moderately tortuous and mildly calcified left circumflex (lcx) artery. After pre-dilatation was performed with a 2x10mm non-bsc balloon resulting to 60% residual stenosis, a 3.50x16mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during advancing, the stent slipped off the balloon and was carried away by the blood circulation. The stent was attempted to be removed with a snare but was unsuccessful and the case was abandoned. No further patient complications were reported and the patient's status was stable.